Event description:
Additional information was received from the patient and health care professional (hcp) on stating that they did notify their physician about pain in leg and device being at end of service (eos). They had a pre-operative assessment for (B)(6), surgery to replace device and reposition leads (B)(6), and post-operative evaluation on (B)(6). The device would be replaced and the leads would be reposition to address the pain in thighs.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported by the patient that they had not been using the device for some time now. They stated that it did not help with their leg pain. The patient noted that the device worked well for their pain for a while but did not help any longer despite feeling stimulation in the affected areas. The patient was now in worse pain in their legs and they would like more stimulation in their legs. The patient had not used or charged their device for at least a few months by choice of the patient. The device was in overdischarge. A physician mode recharge (pmr) was successfully performed and recharged normally. The device was at end of service (eos) per the clinician programmer. Impedances were within normal limits. The patient was unsure if they would be replaced or just have the device explanted. The patient was setting up an appointment with the health care professional (hcp) to discuss. The patient stated that if it could go lower on their legs without leaving their back it would be worth replacing. The patient and manufacturer representative discussed that the only way to test that would be on the table. The device was in the left abdomen. It was unknown if there was a planned surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.